Event description:
It was reported that a patient is no longer feeling magnet stimulation and was having an increase in seizures that was not over the baseline. Follow-up was received from the patient who provided that she had seen the physician and he turned the settings up, and she could feel then the stimulation. The patient was referred for replacement surgery. High impedance was discovered during the surgery when the new generator was connected to the lead. The lead pin was verified to be fully inserted. Upon inspection of the lead, it was observed the lead had been cut. It was stated the cut did not happen during the current surgery. A new lead was placed and the generator was connected to the new lead with impedance within normal limits. The explanted devices have not been received by the manufacturer to-date.

Event description:
The explanted devices were reported to have been discarded. Additional relevant information has not been received to-date.